Event description:
It was reported that six months post stent placement procedure in superficial femoral artery, the patient allegedly felt pain in the lower extremity. It was further reported that upon examination the stent allegedly ruptured. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: the device was not returned for evaluation. One image was provided taken from the x-ray screen demonstrating the placed stent in the femoral artery. The resolution was poor and only one plane of the stent was demonstrated so that a further detailed strut analysis was not possible. The alleged stent fracture could not be re produced which led to an inconclusive evaluation result.in this case the lesion was pre and post dilated, the vessel was severely calcified, and the stent could be deployed without difficulty so that no irregularity was identified after deployment. Based on the information available a definite root cause for the reported event could not be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU describe the stent deployment procedure by stating: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' Balloon pre and post dilation was addressed: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The IFU further state: 'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' The IFU further state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g5. H10: d4 expiry date (06/2021), g4. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The investigation of the reported event is currently underway. Expiry date (06/2021).

Event description:
It was reported that six months post stent placement procedure in left iliac artery, the patient allegedly felt pain in the lower extremity. It was further reported that upon examination the stent allegedly ruptured. The patient status is unknown.